Event description:
I have been vomiting for no apparent reason periodically. I have been seen by my general practioner and have an appointment with a gastroenterologist next week. I had labs done, but all that was found at that time was a vitamin deficiency, but CPAP recall was unknown at that time. Since they didn't know what to look for, chemical toxins I don't know what results would be relevant. Specialist appt (B)(6) 2021. I use my CPAP every night unless I am sick with a cold or allergies, since (B)(6) 2019 and am compliant with using my machine except for when I have difficulty wearing my mask and sleeping when my nasal passages are irritated. I have been throwing up periodically this past year and don't know why, I had an appointment my doctor on (B)(6) 2021 and (B)(6) 2021, I had an ultrasound that looked okay, lab tests, and was referred to a gastroenterologist specialist for an appointment on (B)(6) 2021. This weekend I stopped using my machine after I received a recall notification from the MFR, I called philips respironics and my durable medical equipment provider today, and sent a message to my general practioner, dr. (B)(6).